Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 19.5 mmol/l (351 mg/dl), while wearing the pod between 1 and 4 hours. When removed from the infusion site, the patient noticed the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, the cannula was inserted in the infusion site and visible upon pod removal. Additionally, the patient reported blood was observed at the infusion site and in the cannula. As treatment, a new pod was successfully applied.